Event description:
It was reported that the patient received a vibratory alert for rv lead noise. Increased capture threshold and decreased sensing was also observed. The lead was explanted and replaced. There were no adverse consequences and the patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.